Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not underwent for essure confirmation test"). The patient had a medical history of hives and rash. The only concomitant product mentioned was ibuprofen since 2015. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea / morning sickness like symptomes") and abdominal pain ("abdominal pain"). In 2013 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia), flow of menstruation began to increase") and fatigue ("hormonal changes describe: fatigue & mood swings") and was found to have hormone level abnormal ("hormonal changes"). Essure was removed on (B)(6) 2017. An unknown time later she experienced alopecia ("hair loss"), back pain ("back pain"), mood swings ("hormonal changes describe: fatigue & mood swings") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), mini laparotomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted). Date(s) of removal: (B)(6) 2019 (discrepancy noted). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". Concomitant products included ibuprofen since 2015. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea / morning sickness like symptomes") and abdominal pain ("abdominal pain"). In 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), flow of menstruation began to increase") and fatigue ("hormonal changes describe: fatigue & mood swings"). On an unknown date, the patient experienced alopecia ("hair loss"), back pain ("back pain"), mood swings ("hormonal changes describe: fatigue & mood swings") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), mini laparotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, alopecia, fatigue, nausea, abdominal pain, back pain, mood swings and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 24-may-2019: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood swings, nickel allergy. Concomitant drug were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and nausea ("nausea"). In 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, dyspareunia, female sexual dysfunction, alopecia, fatigue, nausea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.